Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.